Event description:
Patient presented via remote transmission with atrial oversensing. Upon review of the transmission there was far-r wave oversensing noted on the atrial lead. Intervention was discussed but no changes were reported. Patient was asymptomatic and in stable condition.